Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other proglide device, referenced, is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a watchmen interventional procedure. The sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the watchmen procedure was completed. Reportedly, during knot advancement, the suture of the first proglide device was inadvertently cut above the knot before completely advancing the knot. Attempts were made to visualize the knot but were not successful, the knot remained in the anatomy. After knot advancement of the second proglide device, the blue suture broke. The white suture remained; therefore, knot advancement was able to be completed. Hemostasis was achieved with the pre-placed proglide suture of the second proglide device. Although no bleeding was observed from the access site, 5 to 10 minutes of manual arterial compression were applied conservatively. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.